Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. One opening in anterior side assessed as surgical damage. Broken in posterior side assessed as surgical. No further actions are required as the device was implanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side no complaint against device. Healthcare professional later reported left "moderate fibrous capsular contracture" baker grade unknown. Device has been explanted and replaced.